Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, however, the root cause was determined to be due to use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient.

Event description:
The customer reported to baxter (B)(4) a one-link needlefree IV connector which did not provide adequate flow. According to the report, the nurse had switched this patient three ports on the edwards central line from flolink to onelink as the validation of onelink had started on this unit. She found that on the distal port of the central line that was connected for cvp monitoring was not giving a good reading. With the flolink removed, the wave form was noted and the reading was 13. When she switched the distal lumen to onelink the wave form was greatly dampened and the reading was 11. The nurse indicated that she was not pleased with the cvp reading being given by onelink and switched the patients line back to flolink. The pressure tubing being used was the edwards life sciences ret px260 pressure monitoring kit with truwave disposable pressure transducer. It was determined that the luer connection was a fixed collar and the male luer was not accessing the onlink device therefore the device was not being opened properly. The event is reported to have occured in the intensive care unit during patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.